Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing in an esophageal resection procedure, the surgeon tried to fire the device, however could not squeeze the handle. They replaced it with a new cartridge and the firing was completed. There was no patient injury.